Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of motor error with customer's insulin pump. The mother states they received low battery alert, off no power anomaly, and external ram crc error alarm. The customer also received no delivery alarm. The customer's blood glucose level at the time of incident was 535mg/dl. The customer treated with manual injections. The customer declined to troubleshoot for the highs and alarms. The customer states insulin was squirting out when they tried to prime. The customer was advised to not use set where insulin comes squirting out. The customer was advised the sets would be replaced and returned for analysis.